Event description:
Customer reported receiving a no delivery alarm while changing her infusion set. The customer's blood glucose was 197 mg/dl. The customer also stated the alarm was resolved by a complete set change. Customer was unable to troubleshoot at the time of the call. The customer wanted to return her set and reservoir for analysis. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.